Event description:
Technician alleged that the brakes will set but the brake casters ratchet side to side. No injury reported.

Manufacturer narrative:
The technician replaced the brakes casters on the head end of the stretcher and the brake steer caster on foot end to resolve the issue.